Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During lead implant, the physician noted that he possibly damaged rv lead. He was unsure, but used medical adhesive to repair. A few days later, high impedance was observed and lead was capped.